Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported while in use on a patient that this 980 ventilator had multiple background failures. Review of the ventilator logs, showed that the ventilator entered into backup ventilation (buv) at the time of the event. The device was available for evaluation. The medtronic field service engineer (fse) evaluated the device and confirmed the customer complaint of a background failure. Review of the ventilator logs, showed that the ventilator entered into backup ventilation (buv) at the time of the event. The fse replaced the ifm (inspiratory flow module) pcba (printed circuit board assembly). Upon further testing the fse found the red light on the primary battery constantly illuminated and replaced the battery. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The potential cause of the reported event was isolated in the field to the imf pcba. The battery was a secondary finding not related to the reported event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient that this 980 ventilator had multiple background failures. Information regarding the intervention taken on the behalf of the patient has been requested but not provided. Review of the ventilator logs, showed that the ventilator entered into backup ventilation (buv) at the time of the event.

Manufacturer narrative:
Correction to section h6 evaluation code conclusion and component codes. Additional code added to section h 6 result code. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported while in use on a patient that this 980 ventilator had multiple background failures. Review of the ventilator logs, showed that the ventilator entered into backup ventilation (buv) at the time of the event. The device was available for evaluation. The medtronic field service engineer (fse) evaluated the device and confirmed the customer complaint of a background failure. Review of the ventilator logs, showed that the ventilator entered into backup ventilation (buv) at the time of the event. The fse replaced the ifm (inspiratory flow module) pcba (printed circuit board assembly). Upon further testing the fse found the red light on the primary battery constantly illuminated and replaced the battery. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. One ifm pcba was returned for failure investigation. It was attached to the test ventilator and powered up. Analysis found the returned board failed the extended self test (est) circuit pressure test- ¿inspiratory autozero solenoid not operational¿. The analysis determined the failure to be consistent with events for the inspiratory auto zero solenoid not operational related to a possible faulty so1 designator. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was determined to be consistent with a faulty auto zero solenoid (so1) in the ifm pcba. There is an existing previous internal investigation regarding this issue. The battery was a secondary finding not related to the reported event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section d9 was updated due to an additional part return additional code added to section h6 evaluation code method. H3 device evaluation summary: updated due to additional part return medtronic conducted an investigation based upon all information received. It was reported while in use on a patient that this 980 ve ntilator had multiple background failures. Review of the ventilator logs, showed that the ventilator entered into backup ventilation (buv) at the time of the event. The device was available for evaluation. The medtronic field service engineer (fse) evaluated the device and confirmed the customer complaint of a background failure. Review of the ventilator logs, showed that the ventilator entered into backup ventilation (buv) at the time of the event. The fse replaced the ifm (inspiratory flow module) pcba (printed circuit board assembly). Upon further testing the fse found the red light on the primary battery constantly illuminated and replaced the battery. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The battery was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no mal function or product deficiency observed. One ifm pcba was returned for failure investigation. It was attached to the test ventilator and powered up. Analysis found the returned board failed the extended self test (est) circuit pressure test- ¿inspiratory autozero solenoid not operational¿. The analysis determined the failure to be consistent with events for the inspiratory auto zero solenoid not operational related to a possible faulty so1 designator. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was determined to be consistent with a faulty auto zero solenoid (so1) in the ifm pcba. There is an existing previous internal investigation regarding this issue. The battery was a secondary finding not related to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.